Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the patient delivered, after sewing several stitches, the problem of pulling off suture needle happened, causing the needle to get embedded in the perineal tissue and could not be found. Under the guidance of x-ray photography and b-ultrasound positioning, the director manually explored and found a complete needle after 2 hours. The follow-up x-ray photography reexamination showed that no needle or other foreign body were left in the body. Another like device was used to complete the surgery. Due to the patient's gestational diabetes mellitus, which may prolong wound healing time. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure. Name of index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What tissue was being sutured when the event occurred? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Was the patient¿s post-operative wound healing time prolonged as a result of the extended initial procedure time and process to remove the needle? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/22/2022 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: malfunction please provide the patient's demographic information including weight, bmi at the time of index procedure name of index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What tissue was being sutured when the event occurred? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Was the patient¿s post-operative wound healing time prolonged as a result of the extended initial procedure time and process to remove the needle? What is the patient's current status? - all answers above are unobtainable. Once there is any update, we will update the information. If applicable, will product be returned? If so, please provide the return date and tracking information.-the sample isn't available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/10/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that it was received one used needle that pertained to product code w9923. During the visual inspection of the used needle, the needle hole and swage area were noted with marks that appear to be caused by a surgical instrument. In addition, it was observed suture remnant into the needle hole. The suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.